Event description:
It was reported that a remote transmission was sent and atrial capture was unable to be verified. It was noted that the patient had premature ventricular contractions (pvc) and was currently not conducting down the ventricle after the atrial paces. The atrial lead remains in use. No patient complications have been reported as a result of this event.